Event description:
A malfunction alarm referred to as "malf 12" was reported. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided information on resetting the pump and assisted the customer with the reset procedure.